Manufacturer narrative:
The customer contacted a siemens customer care center and reported that discordant, falsely elevated and falsely depressed creatinine (cre_2) results were obtained on patient samples on an advia chemistry xpt instrument. The customer indicated that they replaced mixer 1 and mixer 2 paddles, the lamp, and rotary reaction vessel cuvettes. The customer ran a cell blank, which recovered acceptably, and ran a precision check, which recovered unacceptably. A siemens customer service engineer (cse) was dispatched to the customer's site on 23-jan-2020. After performing a total system check, the cse determined that the reaction tray wash unit (wud) blue line was not aspirating the concentrated waste and found that concentrated diaphragm pump 1 motor was seized. The cse freed off the motor and determined that the heights of mixer 1 and mixer 2 were low. The cse adjusted the mixers and ran a precision test and system check, which recovered acceptably. Then, the customer ran quality controls (qcs), which recovered acceptably. The customer contacted siemens and reported that cre_2 issues recurred after the service visit on 23-jan-2020. A siemens cse was dispatched to the customer's site. The cse checked the mixer alignments and determined that mixer 1 was off centered in the reaction cuvette. The cse adjusted the mixer's position and observed that the wud drier tip was close to the outer edge of the reaction cuvette. The cse adjusted the drier tip position and ran a wash and drier sequence. Then, the cse ran a precision check, which recovered acceptably. The customer also ran qcs, which recovered acceptably. The cause of the discordant cre_2 results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required. MDR 2432235-2020-00137 and MDR 2432235-2020-00138 were also filed for this issue.

Event description:
Discordant creatinine (cre_2) results were obtained on patient samples on an advia chemistry xpt instrument for three days. It is unknown whether the discordant results were reported to the physician(s). The samples were repeated on an alternate instrument. The correct results for these patients are unknown. The customer did not provide patient data. There are no known reports of patient intervention or adverse health consequences due to the discordant cre_2 results.